Event description:
A falsely elevated hba1c result was obtained on a patient sample on dimension vista instrument (B)(4) versus the correct result obtained on an alternate dimension vista instrument. The incorrect patient result was not reported to physicians. Patient treatment was not altered or prescribed on the basis of the falsely elevated hba1c result. There was no report of adverse health consequences as a result of the falsely elevated hba1c result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant falsely elevated hba1c result is multiple instrument mechanical issues. A siemens healthcare diagnostics customer service engineer was dispatched to the site to preform repair procedures including probe replacements and realignments. After repairs the instrument is performing to specifications. No further evaluation of the device is required.